Event description:
Device issue: none. Adverse event: death. Onset of adverse event: approximately 17 months post procedure. It was reported via a trial that on (B) (6) 2007, the patient underwent stenting of the pre-dilated proximal left anterior descending artery (lad) with a xience v stent. On (B) (6) 2009, the patient expired with the reported cause of death as a lung tumor. Abbott vascular medical safety monitor review assessed the event as a possible very late stent thrombosis. Though requested, there was no additional information available.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.